Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pimp is damaged due to having cracks on the reservoir. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, cracked lcd window and missing reservoir tube o-ring.